Manufacturer narrative:
The device was received fully deployed. It completed the priming sequence in an expected number of pulses, and it delivered a bolus after the priming sequence. Inspection of the device found no issues capable of preventing the deployment of the needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour and patient reported a blood glucose level of 230 mg/dl.